Event description:
Customer emailed in and said the pad cartridge is loose and will not "click" into the AED similar to other units. The customer tried the same pad cartridge with another AED and it was able to click in. Customer confirmed there no wires blocking the pad cartridge from clicking in.